Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the customer (see h10). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date cannot be identified because the serial/lot number is unknown. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Upon further follow up, the customer reported to technical support that they reconfigured the unit and the reported issue was resolved. No further information was provided. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center image is fuzzy. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac verified the cabling on the unit and customer was to attain a scope and give a call back. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.